Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistant advised it could be the videoscope cable possibly swapping the paddle out. After swapping the videoscope cable still showing a black screen. Technical assistant instructed to power down the units and disconnect the scope. When no scope was connected there were no color bars. Technical assistant advised to check the cabling of serial digital interface 1 input monitor to the video system center out 2. Customer needed to get the procedure going to use another tower and the scope worked. Technical assistant advised to check the monitor for the right input. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject had no image during procedure setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; g1; g3; h2; h6 and h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.